Manufacturer narrative:
Trend analysis: n/a as no reference number was available. For the durom cup a trend has already been identified in (B)(4). Device history records (DHR): the DHR check could not be performed as the lot number was not available. - event summary: patient had durom cup - femoral component, implanted on (B)(6) 2009 and is being monitored due to pain, metallosis and bone fracture. We assume that with fracture neck of femur also the pin of the femoral component failed. Review of received data - an undated x-ray was received. In the x-ray it can be seen that the patient has a resurfacing implant and a cup. No breakage of the implants or bone can be observed. From the received x-ray it seems that the cup is implanted with a low angulation 25-30° and with high version. However, the received picture of the x-ray is only a partial x-ray with unknown projection angle and consequently do not allow any clear statement. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: patient had durom cup - femoral component, implanted on (B)(6) 2009 and is being monitored due to pain, metallosis and femoral neck fracture. It is unknown if the femoral fracture refers to bone fracture or femoral component fracture. One x-ray was received. The x-ray is undated and no breakage of the implants can be observed. Therefore, it cannot be confirmed that the femoral component failed. With regards to the reported metal induced changes in the acetabulum and metallosis no further investigation required as this issue is known and addressed in (B)(4) (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. In conclusion, due to significant lack of information, it remains unknown if the femoral component failed and the reported pain and metallosis cannot be confirmed. Therefore, it is impossible to perform a meaningful analysis of the reported event and determine an exact root cause. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review as the patient has not been revised. X-ray was received for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an unknown femoral component on the left side in 2009 (as the exact date of implantation is unknown, the last day of the year, (B)(6) 2009, was taken as implantation date). We assume that with the fractured neck of the femur also the pin of the femoral component failed. Currently the patient is being monitored due to pain, metallosis and bone fracture. (Durom acetabular component is treated in MFR report number 0009613350-2016-01373).